Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the death was device related and it is unknown if an autopsy was done. The patient was also implanted with a valve in the aortic position on the same date of implant as the reported device. (B)(4). No further details were provided. However, the investigation is on-going. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 36 days (1.17 months). Cause of death is unknown.